Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis, on (B)(6) 2018 with blood glucose of 474 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The customer was hospitalized due to several issues including denatured insulin, site issues, infrequent set changes, and possible infections. The customer also found a low reservoir alarm in pump history. The caller ended up stuck in the rewind/prime process and was assisted to get out of the loop. The caller stated that due to personal barriers to continued pump use, they would revert to manual injections. The insulin pump will not be returned for analysis.